Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to another dv system. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a recoverable fault related to the cannula arm lock sensor that occurred repeatedly while draping the patient-side cart. Troubleshooting began with guidance to perform a hard power cycle of the system, but this did not resolve the issue. Subsequently, the technician recommended installing a cannula and repeating the hard power cycle; however, the error persisted. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to investigate the reported problem. The fse replaced the cannula arm detector (cad) to address cannula sensor failure. The cad has not been returned failure analysis testing so no further details are available at this time.